Event description:
It was initially reported to philips healthcare that during opcheck the heartstart xl+ defibrillator is displaying multiple failures. It was later clarified by the customer biomed that device displayed a red x with an equipment disabled: therapy inop message with no patient involvement.

Manufacturer narrative:
(B)(4). The customer performed troubleshooting with the assistance of the philips customer care center. The philips rep informed the customer to re-run the opcheck as specified in the xl+ IFU when this message is encountered. The customer stated that he would call back if opcheck failed. As of (B)(4) 2014 the customer has not called back regarding this issue with this device. We will consider that re-running the opcheck cleared the inop message. The device remains at the customer site. Philips was unable to verify that a malfunction occurred.